Manufacturer narrative:
A medtronic representative went to the site to test the navigation system used during the procedure. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect straight suction has not been provided by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon felt an imprecision when using the straight suction. All other instruments were accurate. The distance to divot was reported to be within acceptable limits and the tracker was reseated without resolution. The surgeon opted to continue the procedure with the suspect suction. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The suspect suction was returned to the manufacturer for analysis. The suction was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.